Event description:
Literature: deogaonkar m, nazzaro jules m, machado a, rezai a. Transient symptomatic, post-operative, non-infectious hypodensity around the deep brain stimulation (dbs) electrode. J clin neurosci. 2011:18(7);910-915. Doi: 10.1016/j.jocn.2010.11.020. Summary: the authors discuss morphological characteristics of post-operative edema around a dbs lead in pts who presented between 2004 and 2009. Reportable event: one (B)(6) male presented to the emergency room complaining of worsening symptoms 18 days following gpi dbs implantation. Edema was found along the whole lead. The pt was given steroids for 30 days for this to resolve. See literature article with MFR report # 3007566237201107706.

Manufacturer narrative:
(B)(4): (pneumocephalus; hypodense area). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events.